Event description:
Status post motorcycle accident 9/93 with thoracic spine fracture. Harrington rod insertion resulted. On 10/26/93, post-op visit to physician's office revealed loose hook per x-ray. 11/12/93, post-op visit revealed warm, red wound, no fever. One rod appeared loose per x-ray. On 11/15/93, seeping wound. Obvious pus. I+d with removal of hardware. Wound packed.